Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged into the main coronary sinus during the patients' physical therapy classes. A revision procedure was performed and the lv lead was explanted and replaced without complication. The lv lead was reportedly thrown in the trash, therefore, would not be returned to allow for reliability analysis. No adverse pt effects were reported during the procedure.